Event description:
The customer reported, while rotating the x-ray tube to the top position, the tube side creates a loud noise. Also, the system intermittently fails to expose. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Per the field service engineer, inspected the fan wires for damage. No damage found. Rerouted the fan wires away from the fan. Tested the system. The unit is running as intended.